Manufacturer narrative:
No product is being returned for eval but lot # is provided. A device history report is currently being reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopy - "gas leaking from seal/valve from when camera was initially placed through the port. There was no friction and camera was inserted easily with no problems. Hissing could be heard. Resulted in port site bleeding and trauma. The product won't come back because the customer disposed the trocar already." Pt status - "normal".